Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported the bd microtainer® contact-activated lancet experienced foreign matter on device needle/blade the following information was provided by the initial reporter: translated to english: "the health care provider noticed a foreign matter like metallic piece on lancet during its use."

Manufacturer narrative:
OEM manufacturer: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd microtainer® contact-activated lancet experienced foreign matter on device needle/blade. The following information was provided by the initial reporter: translated to english: "the health care provider noticed a foreign matter like metallic piece on lancet during its use."